Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Reprogramming was performed. The device is still in use. It was also noted that the his left ventricular (lv) lead exhibited high capture output. Reprogramming was performed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. If information is provided in the future, a supplemental report will be issued.